Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller revealed contamination within the serial port and both power ports. This is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of the returned controller also revealed a loose, detached power port two (2) connector. Internal visual inspection revealed a loose metal locknut from power port two (2) in the controller. Furthermore, an internal inspection did not reveal evidence of fluid ingress. A visual inspection under 10x magnification revealed that the thread of the connector did not have an adequate application of the loctite substance. Supplemental testing was performed and the locknut was properly connected to the loose power por t; after the components were assembled, the controller functioned as intended. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improper assembly. An internal investigation was opened to investigate loose connectors with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power port one had come loose and broke away from the housing of the controller. It was noted that power was still being delivered to the controller. The cause was unknown. The controller was exchanged. No patient complications have been reported as a result of this event.